Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The sling has four clip attachment points: two shoulder clips and two leg clips. In the investigated complaint, the clip securing the left leg of the sling used with the lift unexpectedly detached. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Two caregivers were transferring resident from a chair to a bed using a maxi twin lift. During the transfer, the clip securing the left leg of the sling used with the lift unexpectedly detached. As a result, the resident slipped out of the sling and fell from an approximate height of 60 cm. The resident landed with her head and left shoulder on the legs of the lift. The resident sustained a bump to the head and a bruise to left shoulder. No medical intervention was required. It was mentioned that the fall negatively impacted the patient´s health condition, and that she is in the final phase of life due to ms (multiple sclerosis), with rapid deterioration following the event. However, this deterioration was not clinically assessed, and no direct link was made between the fall and the deterioration.

Manufacturer narrative:
The sling has four clip attachment points: two shoulder clips and two leg clips. In the investigated complaint, the clip securing the left leg of the sling used with the lift unexpectedly detached. The sling clip is designed with a narrow slot to ensure a snug fit onto the lift spreader bar lugs (attachment pins). Additionally, the mushroom-shaped pin on the spreader bar helps prevent inadvertent removal. When tension is present during a transfer, a downward force acts on the clips, keeping them securely in place on the lugs. Therefore, detachment under normal conditions is unlikely. During investigation, it was determined that there is a possibility that a person may be lifted with only three clips attached. Even if the clip was initially in place, it may be accidentally dislodged¿for example, by the person adjusting their clothing or moving their legs while seated. If one clip is detached, the lift may still begin, allowing the wheelchair to be pulled away. When this happens, support on one corner of the sling is suddenly lost, and the person may fall from the sling. In the analysed event, the caregivers confirmed that all procedures had been followed but an inspection of the sling conducted by the arjo representative revealed visible wear on the plastic clip. Based on the photographic evidence provided, it was not possible to confirm this finding (the manufacturer concluded that there are no visible signs of wear on the clip). The maxi twin instructions for use (IFU, 04.kt.00_21en) describe how to attach the clips ¿1. Please the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure all lugs are locked at the end of the clips and no straps are not squeezed in between the clip and the spreader bar.¿ ¿warning to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation.¿ according to IFU, the sling should be inspected daily. ¿check for fraying, holes, cuts, loose stitching and damaged plastic clips. If the sling is found damaged on any way, take out of use immediately and replace the sling.¿ sum up, the most likely root cause of the incident is that the leg clip, although initially secured, was accidentally dislodged. The sling did not meet its specification (the plastic clip was allegedly worn). The lift and the sling were used as a system for patient transfer, and therefore played a role in the incident. The complaint was deemed reportable due to the detachment of the sling clip, which caused the patient to slip. The injuries sustained from the fall were assessed as non-serious.